Event description:
It was reported that patient underwent surgical intervention wherein the system was explanted a few years back (exact date unknown) for an unknown reason. No further information is known and no further information was provided.

Manufacturer narrative:
Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.